Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had watchdog timeout alarm. The customer blood glucose value was 120 mg/dl. Troubleshooting was performed, advice customer to insert a fresh battery, the pump did not return to normal function. The customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout error and unable to perform any tests due to blank display.